Event description:
It was planned to treat a lesion in the lad. The lesion was described as not tortuous and moderately calcified with 99% stenosis with complex placque. Pre-dilatation was performed with a 2.5 x 12mm balloon. The lesion was narrow and the stent would not cross the lesion. A 2.5 x 12mm balloon was used to predilate again, the physician tried to reintroduce the stent but the stent still would not cross the lesion. Stent was removed from the patient and checked and it was noticed that a stent strut had fractured. This stent was discarded and 2 shorter resolute stents were used with no incident. Device analysis: no deformation was evident to the distal tip. The stent was positioned correctly between the inner marker bands as per specification, the stent was deformed at the 13th proximal strut. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (failure to deliver); patient's condition affected effectiveness of device (vessel morphology most likely impacted on the unsuccessful delivery of the device and the damage to the stent). Conclusion: device failure/lack of effectiveness related to patient condition (vessel morphology most likely impacted on the unsuccessful delivery of the device and the damage to the stent).